Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient is having trouble charging the ins inside her. The patient said she started charging her ins at 8:30 am this morning and when she started the recharger was 100% full. The patient has charged the ins for 4 hours and the ins is only 40% full and now the recharger battery is empty and needs to be recharged. The patient was going to charge the recharger and then charge the ins and see how it goes. If she still has troubles she is going to call back. The patient also said she had only been turned on a week tomorrow. The patient mentioned she had diabetes so they waited for her incision to heal before they turned her on. The patient mentioned she charged yesterday and the charge lasted 20 hours. No further complications were reported. No patient symptoms were reported.